Event description:
Device report from synthes (B)(4) for an event in (B)(6) as follows: on (B)(6) 2013,a surgeon in (B)(6) was using an extraction screw driver (352.311) for the removal of synthes vectra plate with(4 screws).when he tried to attach for the last screw the inner threaded capture of the tool snapped off inside the screw head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.